Event description:
Pt with a tortuous and heavily calcified common iliac and infrarenal aorta. It was reported that the jacket guard became wedged between two plaques. During the process of removing the jacket guard from being stuck, the quadlumen broke right at the jacket guard leaving the jacket guard and the balloon inside the pt. The pt was converted to stnadard surgical repair. Pt is doing fine.